Event description:
During installation of the console, rapid cycling of the compressor indicated a leak in the system. Troubleshooting isolated the failure to the right vacuum valve. The valve tray assembly was replaced. An internal failure investigation identified the failure was due to a metel chip in the plunger of the valve. A review of this component indicates this was an isolated incident. There was no patient involvement.